Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the bottom port of the dialyzer. Blood was noted on the ground underneath the pt's chair. Estimated blood loss was 250cc's. A new system was strung and the pt completed their treatment without further issue. Pt had no ill effects. Sample is available.